Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated the ins was acting up and he will feel the stimulation "pulse" for 3 mins and then it will cut off for an hour. The patient felt the stimulation in the middle of his body by the bladder but now he feels it more on the right side. The patient was having to go through 4 pairs of underwear because he was urinating more. The patient stated the therapy was doing well but now it was acting up. The patient stated he was on program 1 and just increased the stimulation from 1.5v to 1.7v. The patient stated that last week was when all these events started.